Event description:
Info rec'd indicates, the head of the bed is slowly drifting down. No injury reported.

Manufacturer narrative:
The technician unplugged the bed from the ac power, replaced the head up and head down and CPR valves and the issue returned. The technician replaced the hydraulic manifold to repair the bed.